Manufacturer narrative:
The device was discarded and is not available for investigation. The investigation is pending completion.

Event description:
The event involved a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported that the registered nurse (rn) and oncoming rn went to the room and found a large amount of blood on the patient's sheets and droplets on the floor. The issue had a reported blood loss but was not affecting overall medical status, or inconvenience to patient. Unable to quantify blood loss, dripping from tubing. Upon assessment, the rn found that the IV tubing attached to the purple peripherally inserted central catheter (PICC) lumen where total parenteral nutrition (tpn) weas running and it had broken and became disconnected at the tpn filter. Tubing attached to PICC with blood dripping out. The rn immediately clamped the line, removed the broken tubing, withdrew 10ml of blood/changed cap, and flushed with saline. The chlorhexidine gluconate (chg) bath completed while patient disconnected from intravenous fluids (ivf). New tubing and fluids hung. Dressing unchanged as it remained cdi. Tpn was not reconnected as the rn/team felt it to be contaminated due to the tpn tubing breaking and the IV tubing attached to the tpn bag resting on bed sheets. There was patient involvement but unknown patient harm or adverse event reporter.

Manufacturer narrative:
The complaint on the b1016 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13847714 was reviewed and no non conformities were found that would have led to the reported complaint.